Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was found that patient's right ventricular (rv) lead exhibited decreasing impedance and decreasing sensing. High capture threshold was also noted on the lead. No intervention was performed. The patient was stable.